Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause was determined to be one or more cycle advances to the next fill when a slow / no flow occurred, above the min drain volume threshold. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle four. The patient's ultrafiltration reading was 1716ml, indicating the home patient (hp) drained 1716ml more than their maximum programmed fill volume of 2500ml. No additional information is available.